Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an inappropriate shock due to right ventricular lead noise. Upon interrogation, noise was noted on both the right atrial and right ventricular lead. Both leads were explanted and replaced on (B)(6) 2017. The patient was stable throughout.

Manufacturer narrative:
(B)(4).